Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) rearing a patient who was implanted with a neurostimulator for non -malignant pain. It was reported that the patient lost weight and in result, the implantable neurostimulator (ins) battery became too shallow and it was bothering the patient. A pocket exam was performed and the ins was moved/revised deeper in the pocket to resolve the shallow ins issue. The issue was resolved at the time of the report and the patient was alive with no injury. There were no further complications reported or anticipated.